Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. A boston scientific company representative referred the patient to their physician. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the patient was seen in-clinic. Review of device memory revealed no episodes that corresponded with the patient's symptoms. The syncope was not felt to be device related, however, elective programming changes were made. No adverse patient effects were reported. This product remains implanted and in service.